Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. Additionally, it was reported that occlusion alarms occurred. Reportedly, the customer cleared the alarm and continued to use the existing pump supplies to address the issue. Customer¿s blood glucose level ranged from 90 mg/dl to 137 mg/dl.